Manufacturer narrative:
The data files relating to the reported event were not available for review. The MFR has identified causes of flow rate discrepancies and has developed a software version to address this issue. 510(k) application has been approved and all prismaflex devices will be upgraded with this new soft version. Additionally, gambro voluntarily issued a medical device advisory notice (advisory notice 019) for the prismaflex continuous renal replacement system on 02/15/07, which provides instructions to the user on how to clear flow rate discrepancies without interrupting treatment.